Event description:
It was reported that the luer lock connection became disconnected. Customer's blood glucose was "high"; although specific value was not provided. The customer reconnected supplies and resumed insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.